Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual examination found cosmetic defects to the outer casing. The functional evaluation did not establish a relationship between the device and failure mode reported, the device passed all testing and performed as expected. The root cause could not be determined as there was no fault found. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for suction failure has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. Suction failure can occur as a result of an insufficient seal on the dressing, and can also be as a result of defective diaphragm pump although the pump evaluated did not display this issue. All users are advised to read and follow the instructions for use. It is important that patient, device and wound dressing are monitored at an appropriate interval to ensure therapy is being delivered.

Event description:
It was reported that the device did not make vacuum at all.